Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to the lemo connectors for the blue and black cable connectors are cracked, causing issues with sampling. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the blue cable and the electrical cable because both the blue and electrical cables had broken lemo connectors per the complaint and the blue cables center shaft was bent. The port shaft and coil pin was replaced due to the port shaft was bent, the e-clip was damaged during disassembly and was replaced, and per the mammotome service manual, service tests were performed and the unit passed all tests. As part of the standard ees service process, removed the seals from the lemo connectors, and added heat shrink to the green and blue cables. The unit has not been returned for service prior to this event, therefore no service history review can be done.

Event description:
It was reported the lemo connectors for the blue and black cable connectors are cracked, causing issues with sampling during cases. No patient consequence occurred.